Event description:
Per the audiologist, the pt reported static when using the cochlear implant system. Reportedly, the pt had 16 electrodes inserted due to ossification in the cochlea. He has not worn the speech processor for three years and prior to this, use of the device was inconsistent. Results of an integrity test done in 2008, showed the cochlear implant was not functioning properly. Explantation/reimplantation was recommended but had not been scheduled at the time of this report, july 03, 2008.